Event description:
It was reported by the attorney that the plaintiff underwent surgery to remove a calcaneal bone spur from the right achilles' tendon in 1994 and the vicryl sutures were used. On 10/25/1994, the physician prescribed keflex for a possible soft tissue infection. On 11/30/1994, the physician found that necrotic material and abscesses in the surgical wound site. The wound was cultured and was found positive for staphylococcus. Pt was admitted in the hospital on 12/05/1994 and underwent surgery to incise, debride, drain and close the achilles' tendon wound site, and IV antibiotics was prescribed. Cultured positive for staphylococcus aureus was prescribed. Cultured positive for staphylococcus aureus and not aureus. The wound was debrided on 12/08/1994. On 12/10/1994 the plaintiff was discharged from the hospital, keflex followed by vancomyacin were prescribed. Pt was re-admitted in the hospital and on 01/09/1995 pt underwent another irrigation and debridement of the wound site. Cultured positive for staph.